Event description:
Technologist reports the syringe tip blew off during injection. Optiray prefilled syringe loaded onto injector system. Injection protocol of 2.0 ml/sec for 100 ml volume. Twenty-two ga angiocath IV access device attached to lf 60 inch coiled tubing via an ICU medical clave, coiled tubing attached to the syringe. Very little contrast injected before the syringe tip detached and contrast poured onto floor. Syringe was discarded by reporter. No reported injury.

Manufacturer narrative:
Covidien product monitoring contacted customer concerning the injector involved with the syringe break event; customer reports to pm they do not feel the injector malfunctioned in any manner to indirectly or directly cause this event. Customer does not feel an injector evaluation due to this event is needed. A review of cts shows no service issues reported on this unit.